Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-03790, 1627487-2023-03806. It was reported the patient's system was autoreducing and x-rays indicated both of the patient's leads were fractured. Additionally, it was also reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the l4 lead and the ipg were explanted to address the issue. The l5 lead was unable to be explanted (manufacturer report number: 1627487-2023-03791).